Event description:
It was reported that a female patient, underwent a paroxysmal atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. The procedure was stopped. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that patient¿s heart was very small and it was difficult to maneuver the catheter. Also that this could occur during manipulation of the catheter on mapping phase, however; ablation had started already when tamponade was discovered. Therefore, it¿s not clear in which phase exactly happened. Settings during the event include: temperature control mode, power of 25 watts, temperature cut-off at 50 degrees, irrigation flow of 2 ml/min while mapping and 17 ml/min on ablation and an 8.5 french fast-cath guiding introducer was used.

Manufacturer narrative:
(B)(4) it was reported that a female patient, underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot # 17093344m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Non-bwi products used: st. Jude medical (needle and 8.5 fast-cath guiding introducer). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)